Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. The patient had been hospitalized for unknown indication, and had just been released. Treatment details for the event were not reported. Action taken with pd therapy was not reported, though it was reported, the patient had not used the homechoice in over a week and was using it on the day of this report. Patient recovery status not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.